Event description:
It was reported that the patient had disconnected the insulin infusion set and did not reconnect it for a period of time, after which blood glucose was 267 mg/dl; the patient administered subcutaneous insulin via pen as backup therapy to bring glucose back into range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with the infusion set/cartridge component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.